Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An account manager reported that during an intraocular lens implant surgery surgeon found the haptic would not fold in properly and advance into the cartridge and also lens defective.

Manufacturer narrative:
FDA product codes (a0201) has been removed. The lens was returned for evaluation. Solution is dried on the lens. One haptic is folded over and adhered to the optic by solution. The folded haptic is broken in the gusset area. A dimensional inspection could not be conducted due to extensive damage. A fold inspection could not be conducted due to extensive damage. The lens was cleaned with klrp (klotho related protein) for further evaluation. A large crack is observed in the gusset area of the broken haptic. A scratch is observed on the anterior surface of the lens in the gusset area of the non-broken haptic. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The file indicates the use of a qualified cartridge and viscoelastic. Broken haptic damage was observed. The broken haptic could have contributed to the reported event of the haptic not folding properly. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company's release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The IFU (instructions for use) instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd (ophthalmic viscosurgical device)-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).